Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that his son experienced high blood glucose level 506 mg/dl. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.